Event description:
A patient had 2 drug-eluting stents and 2 bare metal stents implanted into the left anterior descending coronary artery. The pt developed a thrombus 6 hrs post stenting proximal to the stent. The pt was taken to the cardiac catheterization lab for a repeat percutaneous transluminal coronary angioplasty and removal of the thrombus from the left anterior descending coronary artery.